Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced upper and lower gi bleed and was hospitalized for 10 days. Treatment course was 2 units of packed red blood cells (prbc).

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. The manufacturer is attempting to obtain additional information as to the status of the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.